Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Additionally, it was reported that the pump time and date were incorrect, cause was unknown. During troubleshooting with tandem technical support, the date and time were corrected. The customer reverted to an alternate method of insulin therapy. The customer's blood glucose level was 400 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery charging issue was verified. Based on the analysis, the alleged time and date issues could not be verified.